Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had the end bent out of sheath. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 38.14 mm from the distal tip, with missing fragments confirming that material detached from the instrument. The size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Additionally, a dislodged proximal clevis was observed at the distal end, a secondary result of the main tube failure. The probable root cause of the broken main tube and dislodged proximal clevis were attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.